Event description:
It was reported that balloon detachment occurred. A 20/7/2/65 equalizer balloon catheter was used for dilatation. However, the balloon was dislodged after use. No patient complications were reported.

Event description:
It was reported that balloon detachment occurred. A 20/7/2/65 equalizer balloon catheter was used for dilatation. However, the balloon was dislodged after use. No patient complications were reported. It was further reported that the complaint device was a 40/7/2/65 equalizer balloon catheter and not 20/7/2/65 equalizer balloon catheter. Device eval by manufacturer: the balloon returned detached from the catheter. The bonds of the balloon were in good condition. The device did not show more damages. Functional testing cannot be performed based on the returned condition of the balloon.